Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2022).

Event description:
It was reported that thirteen days post dialysis catheter placement procedure, the catheter was allegedly found to be cut. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm equistream d/l catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture issue as two longitudinal splits were noted on the blue luer extension leg of the catheter. During functional evaluation leak was noted from the fracture upon infusion and air was aspirated into the syringe upon aspiration. Further, the investigation is also confirmed for the identified deformation issue as kink was noted on both the extension legs of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that thirteen days post dialysis catheter placement procedure, the catheter was allegedly found to be cut. The procedure was completed using another device. There was no reported patient injury.